Manufacturer narrative:
The device is not available for evaluation because the device was discarded and a piece still remains inside the patient. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip breaking. Probable root cause: application: excessive force; poor visualization through arthroscope. The reported failure mode will be monitored for future reoccurrence. The manufacture date is not known.

Event description:
It was reported that the cannula tip, about 1 cm in length, broke. It was noticed when the cannula was pulled out of the joint. Both the pa and surgeon saw the piece on x-ray. The piece was left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the cannula tip, about 1 cm in length, broke. It was noticed when the cannula was pulled out of the joint. Both the pa and surgeon saw the piece on x-ray. The piece was left in the patient.